Event description:
Pt was scheduled for a removal of bilateral implants with bilateral mastopexy. Upon removing the left breast implant it was found to be ruptured but the right implant was intact. The explanting surgeon was different from the implanting surgeon and neither the explanting surgeon nor the pt knew who the MFR of the implants was. The pt had the implants implanted in 1981. The implants were sent for routine pathology with nothing abnormal reporting out. Facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.